Manufacturer narrative:
The returned device was evaluated. External inspection showed the screw holder on the battery was broken, the battery contacts are missing and the screen lens is scratched. The device was unable to power on using battery due to the missing battery contacts, the device was able to power on when docked in the docking station. The device was able to obtain readings and alarmed audibly and visually under alarm conditions.

Event description:
The customer reported radicals do not function with dc power. No patient impact or consequences reported.